Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh extrusion, pain, infection, urinary problems, recent stress urinary incontinence, bleeding dyspareunia, neuromuscular problems and vaginal scarring. Vaginal mess revisions were performed. A transvaginal urethrolysis, harvesting of fascia lata from left leg, fascia lata sling and cystoscopy were performed.